Event description:
It was reported that the device was explanted approx. After implant duration of 11 months, due to mitral insufficiency. Information learned from the operative report.

Manufacturer narrative:
Device not returned.